Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and found a used test cup stuck in the gripper arm of the picking assembly. Fse thoroughly cleaned the gripper with alcohol and lubrication to remove residue that caused the test cup to become stuck. The fse also cleaned the waste duct to ensure no obstructions or buildup occurred to affect the analyzer performances. Fse repaired and validated the analyzer by successfully performing cup transfer testing, quality control run without error and within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 26may2023 through aware date 26jun2024. There were no similar complaints identified during the search period including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4153) c.trans-z home overrun cause: the home sensor (B)(6) , which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check (B)(6) and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. (2163) c.transfer cup not released cause: the holder sensor (B)(6) detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check (B)(6) and the cup release operation. The most probable cause of the reported event was due to residue on gripper arm of the picking assembly.

Event description:
A customer reported error message ¿4153 c.trans-z home overrun and 2163 c.transfer cup not released¿ while running samples for the aia-900 analyzer. The customer found a test cup that was dropped, powered on and off the analyzer, but error persists. The technical support specialist (tss) instructed the customer to check the waste bin and chute for obstructions and perform an all-set-home, but errors reoccurred. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), human chorionic gonadotropin (hcg), and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.